Manufacturer narrative:
The information for the additional 510k is as follows: g4. PMA/510(k)#: k132259;k132692;k151291;k152870;k160161;k180438;k223016;k232434 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of flu a+b clia-waived kit, one (1) suspected false positive patient result was obtained from a veritor analyzer. No confirmatory testing was performed; however, upon repeating the testing using a new test cartridge, a negative result was obtained from the veritor analyzer. There were no health impact or consequences reported. The user did not specify if the analyte in question was flu a or flu b and no additional information was provided from the customer after several follow-up attempts by bd. This is report 2 of 3.